Manufacturer narrative:
Exact date unknown, event occurred in the past few months from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the ipg was no longer as intended. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the ipg was no longer working as intended. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned as it was not released by the medical facility.